Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s infection had been resolved. The hcp also noted that they were not the initial implanting surgeon. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had their implantable neurostimulator (ins) replaced due to an infection at the ins site. The patient had initially went in to see their doctor for pain at the ins site. The infection had started about 3 weeks before it was removed on (B)(6) 2018. It was noted that they had tried to resolve the issue by giving them oral antibiotics but that this did not work. There were no further complications reported or anticipated.